Event description:
It was reported on (B)(6) 2016 that the patient's device is currently at ifi=yes. The device has been at ifi=yes for about 1 month. However, the patient's mother believes that the patient has been having increased seizure activity due to a depleting battery. The patient's seizures began increasing about 8 months ago. Patient underwent prophylactic generator replacement on (B)(6) 2016. Per the implant card, diagnostics on the newly placed device were within normal limits and the lead was not replaced. The explanted generator has not been received to date. The explant facility has reported that the explanted devices will be discarded. Additional relevant information has not been received to date.

Event description:
The nurse practitioner at the surgeon's office stated that the device had reached eos and that was the reason for the replacement. The nurse practitioner believed that the generator being at end of service would likely be the cause. It was clarified that the device was likely providing the intended therapy as it was only at ifi - yes but she was not aware of other reasons. No other relevant information was provided. The explanted generator has not been received to date.